Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and a message was displayed indicating to check the shock portion of the implantable defibrillation lead. All diagnostics looked appropriate and no out of range measurements were able to be produced. It was reported the patient underwent an ablation the previous week. It was believed an out of range shock impedance measurement was recorded due to electromagnetic interference (emi) from the procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating the device was later explanted due to an unrelated reason. No adverse patient effects were reported.